Event description:
Customer called to report the insulin pump alarmed for motor error during the night. Blood glucose reading was 469 mg/dl. The customer did not recall any significant events leading up to the alarm. Customer stated that the insulin pump is currently functioning correctly. Advised that the insulin pump will be replaced. The customer decided to keep the out of warranty insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.